Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm it was not functioning properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding the dose button will not press down.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-feb-2023. H6: investigation summary customer returned four unopened pen needles 32g 4mm pro and one used pen needle that was not a bd product. Consumer reported finding the dose button will not press down on flextouch pen. Informed caller of proper placement and to prime the needle before injection. They were not doing the prime of pen needle. The four bd pen needles were visually inspected and observed no damaged. Functionality test was performed on bd pen needles, and flow was observed properly during priming without any clogging issues. The alleged issue could not be confirmed based on the sample returned for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications . Based on the sample received, embecta was not able to confirm the customer indicated failure. The root cause could not be determined because the issue could not be confirmed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm it was not functioning properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding the dose button will not press down.